Manufacturer narrative:
Evaluation summary: upon receipt, the helix was returned partially extended, clogged with dried blood/tissue and the steroid plug was found to be shifted towards the end of the helix. After cleaning, helix could fully extend and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Due to lead dislocation, the patient underwent revision. At revision the steroid plug in the helix of the lead was found extended and the lead was explanted. A new lead was implanted and the patient is in stable condition.